Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case was dented and broken, the lower case, side bail covers and battery drawer were broken, the battery release and lead flex cover were contaminated, there were two wrong size case screws, the battery contacts were compressed, one side bail was bent and the battery drawer o-ring was missing. (B)(4).

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.